Manufacturer narrative:
(B)(4) no code available: dry throat. The field service engineer (fse) was dispatched onsite to assess the sterrad 200 system. He advised the customer to verify that the room had the ten required air exchanges an hour. The customer states that a couple of days ago, they fixed the ventilation issue and everything is fine.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line, health hazard analysis, failure mode effects analysis and system hazard use misuse analysis. The DHR (device history review) for sterrad 200 system ((B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 200 did not reveal a trend for hr-mucous membrane contact or haze / oil mist. Trending analysis for hr-mucous membrane contact issues associated to the sterrad 200 did not constitute a significant trend. Trending analysis for haze / oil mist issues associated to the sterrad 200 did not constitute a significant trend. The hhe (health hazard analysis) relating to hr-mucous membrane contact is not a significant trend. The hhe (health hazard analysis) relating to haze / oil mist is not a significant trend. The fmea (failure mode effects analysis) is considered low risk. The shuma (system hazard use misuse analysis) adjusted risk was considered "as low as reasonably practicable" (alarp). There were no parts returned for investigation of the report of haze / oil mist. A scar was initiated for the sterrad 200 oil mist filter (B)(4). The customer confirmed that the requirement for ten air exchanges an hour were not met.

Event description:
The customer reported that a healthcare worker (hcw) has been experiencing a dry throat intermittently for three to four weeks. The hcw has been working in close proximity to the sterrad 200 sterilizer. The hcw was not wearing ppe. The customer initially thought h202 vapors were causing the dry throat, but later discovered oil in the vacuum pump was causing the symptoms. The customer stated the room where the system is located was too hot. They recently fixed the ventilation issues in the room which alleviated the symptoms.